Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on. This complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call from medical surveillance (ms). The reporter claimed that the meter issue occurred on (B)(6) 2015 at 08:00pm. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses and could not detail if she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that three days prior to the meter issue she had developed a symptom of feeling dizzy, however during the follow-up call the reporter confirmed that this was not related to the power issue with the meter. During the follow up call the reporter claimed that on (B)(6) 2015 the patient had developed ¿high blood sugar¿ but did not specify any symptoms, however claimed that this prompted emergency medical services (ems) to be called, who took the patient to hospital where she was treated with insulin. During troubleshooting the cca noted that there was no apparent misuse of the meter and that it was the first time it had been used. The meter turned on when prompted by pressing the power button and when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient received treatment from a healthcare professional for a blood glucose excursion after the alleged meter issue occurred. It cannot be ruled out that the meter issue caused or contributed to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.